Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. Customer's blood glucose was 150 mg/dl. The customer declined further troubleshooting with tandem technical support on the reported issue.